Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 500 mg/dl at time of incident and the current blood glucose level was 186 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pen for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did not used to auto mode feature at the time of event. Customer had issues 2 weeks with pump and insulin flow blocked. Customer was unable to run high pressure test, instead we were able to run displacement test. This was successful. The device will be returned for analysis.